Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf). The high voltage (hv) shock did not convert the rhythm due to high defibrillation impedance on the right ventricular (rv) lead. An x-ray was performed, and no damage was noted on the rv lead. The physician capped and replaced the rv lead. The patient condition was stable.